Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: xifoss513, osseotitecertain implant 5 x 13mm, lot number 2023010335. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that while attempting to place an implant during a procedure the mount would not disengage from the implant. Bound together. The procedure was completed with another implant. Tooth #14.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one unknown mount for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown mount] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text: no item or lot # available.

Event description:
No additional or corrected information to report.